Event description:
The physician intended to use a euphora balloon catheter in a lesion in the proximal lad, severe calcification, severe tortuosity and 70 % stenosis. There was no damage noted to packaging, no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The euphora balloon did pass through a previously deployed old stent in the lad. No resistance was encountered when advancing the device. During removal of the device it is reported that balloon detached. A stent was used to jail the detached portion against the vessel wall. The device was not kinked and re-straightened during use.

Manufacturer narrative:
The device was returned for analysis. The device returned with a detachment of balloon material, approximately 23.3cm distal to the guidewire entry port bond. The balloon material was jagged and uneven at the detachment site. The inner shaft proximal to the detachment site was stretched and bunched. Only one inner shaft marker was present on the inner shaft. Stretching was evident to the distal tip and distal tip bond. The most distal part of the tip was torn. Blood was visible in the inner lumen of the device. Bunching was evident along the distal shaft. Damage was evident to the guidewire entry port. The hypotube was kinked in numerous places. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.